Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis and the reported inflation issue was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to design, manufacture, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for inflation issues. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous right coronary artery (rca). The 3.5x33mm xience xpedition stent delivery system (sds) was advanced to the target lesion without reported issue; however, the sds balloon completely failed to inflate and the sds was removed without reported issue. After withdrawal, a balloon rupture was noted. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds was used to successfully complete the procedure. There was no additional information provided.